Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the pacemaker and right atrial (ra) lead. Boston scientific technical services (ts) suggested bringing the patient in for evaluation. Attempts to obtain any further information were unsuccessful. The pacemaker and right atrial (ra) lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the pacemaker and right atrial (ra) lead. Boston scientific technical services (ts) suggested bringing the patient in for evaluation. Attempts to obtain any further information were unsuccessful. The pacemaker and right atrial (ra) lead remain in service and no adverse patient effects were reported.